Event description:
It was reported the pt was frequently experiencing the stimulation shutting on and off without prompting. The sjm rep met with the pt for reprogrammed. It was reported some of the impedances were low. The magnet was turn off, however, the issue was not resolved. The pt was to keep a log of the instances. An x-ray did not reveal any issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.